Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hybrid vats right lower lobectomy, some staples were unformed at the second firing. One of them penetrated the target tissue. Additional hand suturing was performed around the third staple from the distal end of the cartridge and neoveil sheet was attached. No problem was observed at the leak test. The target tissue was not calcified. The device was inserted from the sixth rib without articulating the articulation joint and the staples were deployed by pulse-firing. The jaws were closed properly, and the device was fired with no problem. The deployed staples were formed properly. The device was used on the bronchus of right lower lobe. The customer investigating if the device clamped something like a clip. Another device was used to complete the case. There were no adverse consequences to the patient. The patient was discharged from the hospital and the bronchopleural fistula was not observed as of today. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2021. H2: additional information received: photo received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2021. Investigation summary: a photo along with the device was returned for evaluation. Upon visual inspection of one photo, the following was observed: the photo shows one echelon flex 60 device with a anvil and trigger in a closed position, with out reload loaded and with a battery assembly on it, also a green reload inside of it, the reload appears to be fully fired. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with one gst60g reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.